Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Clarification: jawline infection is a known potential adverse event addressed in the product labeling. The event of "uti" (not device related) is considered an unexpected adverse drug experience. The events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional (hcp) reported that the patient was injected with unspecified juvéderm® voluma¿ and unspecified juvéderm® ultra. Patient presented swelling following insect bite on left side of face. Patient presented ¿uti", assessed as not device related. Patient was admitted to hospital 3 days after injection. Hcp ¿wouldn¿t treat as methotrexaine infection on right side of jawline¿. Patient was readmitted to the hospital 10 days later. ¿incised & drained swelling on jawline¿ performed. 2 days later the cheeks were hard. 7 days later, the filler on the left side jaw was dissolved. The right side was not dissolved. The event has not been resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00613 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, unspecified juvéderm® voluma¿, also a device manufactured by allergan.